Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The aneurysm was fusiform, and 5.6 cm in diameter at the time of implant. The right and left iliac arteries were reported as moderately tortuous with 10% and 40% stenosis respectively. The devices were successfully implanted. It was reported that the following day the patient returned to the emergency department with fever, increased lethargy, and weakness. Patient was admitted with the diagnosis of urinary tract infection. The patient was treated with medication. The investigator assessed that the event was not related to the study device; however, it was related to the study procedure. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (fever), (B)(4) (unknown cause of event). Evaluation, conclusions: (B)(4) (unknown cause of event).